Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently left the saline line clamp open when starting treatment. The user's guide provides adequate instructions for making pt connections when entering treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment the operator inadvertently left the saline line clamp open, causing the saline bag to empty and allowing air into the circuit. Attempts to remove the air were unsuccessful. Rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.